Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported that while the surgeon was attempting to lift a flap there was an air bubble and the surgeon elected not to lift the flap following lasik flap creation. The patient returned at a later date and a thicker flap was created and treatment completed. Following treatment the patient is experiencing blurred vision and has a distorted cornea. She is being followed by a corneal specialist and may require additional cornea treatment in the future. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. (B)(4).